Manufacturer narrative:
H6: codes were updated. One device was returned for investigation of complaint that occlusion alarm was triggered. A "high pressure" alarm was recorded in the event log multiple times. Visual and functional testing was performed. The reported issue was confirmed. The root cause of the event was an anomaly in the downstream occlusion (dso) sensor. The dso sensor was replaced. Device passed all testing criteria post repair. Review of service history found no relevant information.

Event description:
It was stated that the occlusion alarm was triggered while in patient use. There was no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.